Event description:
Reason for revision: pain.

Manufacturer narrative:
This implant is not sold in the united states to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the united states at this time. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address restricted movement, acetabular loosening, noise, and metal reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision to take place on (B)(6) 2011. Asr xl acetabular system (left). Reason for revision: pain. Update: corrected date of implant, added products (stem and sleeve) and corrected femoral implant, reasons for revision and patient details from solicitors letter received 11 apr 2012. Reason(s) for revision: restricted movement, loosening of acetabular, noise, metal reaction. Metal ion levels - cobalt 396 nmol/l. Chromium 220 nmol/l. Update 28 july 2014 - scf, file handler.